Event description:
Complaint received stating "clinician stated that the microclave was leaking where it joins with the stopcock. The clinician clarified that the leak seemed to be coming from the area where the blue polycarbonate housing meets the clear luer lock". No serious consequences reported other than delay in therapy.

Manufacturer narrative:
Pm 06/19/2015 received seven (7) new b3300, microclave neutral connector one from each lot number 3049082, 3030290, 3021144, 3046682, 3026903, 3021143 and 3026902. No other devices returned. The seven (7) b3300 devices had no visible anomalies present. Investigation summary: the facility would not release the reported problem unit for investigation. The following results are of like lots from the facility. The reported product problem could not be replicated/confirmed. The seven (7) new/unused microclave devices did meet the product performance specification requirements with no leaks found. There were no mating devices returned for investigation. The directions for use (dfu) does instruct that the microclave is compatible with iso luers having an internal diameter (ID) between 0.062"-0.110". Male luers with internal diameters above 0.110" may cause damage to the seal of the microclave.